Event description:
Event description cpi received information that the implantable pulse generator (ipg) of this pacemaker dependent patient was exhibiting the elective replacement time (ert) indicator. The indicator was able to be cleared. Strips received by cpi show an ert battery status with a magnet rate of 100ppm and a battery status of 'gut' at 2.71v, 2.72v and 2.73v. The physician elected to explant the ipg.